Event description:
A customer reported a malfunction on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised to use manual daily injections (mdi) as a backup to ensure insulin delivery is not interrupted.